Manufacturer narrative:
The external visual inspection revealed the electrode silicone was sliced near the fantail, electrode ground ring, and along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly elected for revision surgery to undergo an MRI. The recipient's device was explanted. The recipient will not be reimplanted.